Event description:
The following has been reported: biomed reported: "alarmed, won't charge, now doesn't turn on. Back of case next to charging slot is melted, and internally one of the boards is burnt. Patient harm: unknown. A preliminary review of the logs identified the following issue: internal electrical damage. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.